Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device presented connection issues leading to the device powering off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault but was unable to determine the root cause. Upon receipt, the locator pin on the battery terminal side had been broken off the returned pedi -pak. The pad-pak clicked into position on a test 450p and the device was power cycled without fault. The green status led flashed throughout along with the instructional led¿s. The locator pin likely had been previously impeding fitment within the device, before breaking off completely from the pedi-pak. The investigation was unable to determine how or when the damage to the locator pin occurred. There were no other physical defects with the pedi-pak plastics that would have resulted in this damage. It is possible that the damage may have been caused during incorrect installation of the pedi-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device presented connection issues leading to the device powering off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.